Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella pump was implanted, and placement was optimal. Immediate suction alarms were received upon initiation of the device, and the pump flow would only reach 1.4 liters per minute. The impella was explanted and replaced with a new pump. No further action is available.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device passed all post-sterile inspection checks. The evaluation of the device was visually inspected, and a cannula kink was observed. No broken blade was found. Biomaterial was observed around the impella blades. Since the pump started there were immediate suction alarms and pump would not flow more than 1.4l/min, the root cause most likely is biomaterial. Data logs showed suction alarms and motor current spikes which also indicate biomaterial ingestion. The cannula kink may have happened during attempting to solve the issue. This report is being filed as part of a retrospective review of historical records.